Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. The malfunction has not been confirmed.

Event description:
(B)(4) - no serious injury alleged. Malfunction alleged. Dealer states the spreader bar assembly comes open on its own. Dealer feels it is within the attaching part of the cross support. MDR filed.